Event description:
While onsite to service the ventilator, the manufacturer's service representative noted the remote alarm connector in the rear of the ventilator was physically damaged. The service technician reported the connector was broken. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms during use. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The service technician replaced the main pcb board to correct the problem. Applicable final testing was completed and passed to specifications.